Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens, -9.00/+1.50/173 diopter, in patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to excessive vault and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial and had clear surgical residue on the product. Visual inspection found no visible damage to the lens and presence of residue on the lens surface. (B)(4)